Event description:
It was reported that, "while attempting to lock distally using the targeting device, the device was not aiming true and drill missed anteriorly and posteriorly. Implant was later revised due to fracture below nail."

Manufacturer narrative:
Additional information has been requested and if received will be reported in a supplemental report.